Manufacturer narrative:
The reported event of an unknown explant could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a unknown sjm tissue heart valve was implanted. On (B)(6) 2020, the valve was explanted for unknown reasons. The patient status is unknown. Additional information cannot be obtained.